Event description:
It was reported that the insulin pump was not delivering insulin properly. It was stated that it either under delivers, over delivers, or just doesn't deliver at all. It was stated that the customer stopped wearing the insulin pump due to this issue. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.